Event description:
The customer reported a drop of blood on the cap of the tube and in the block on the act diff cp instrument. The user was wearing personal protective equipment (ppe) consisting of gloves, a lab coat, and protective eyewear at the time of the incident. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. The facility has an exposure control/risk management plan in place. On (B)(6) 2012 a field safety engineer (fse) was dispatched, however, he was unable to find a leak with the probe wipe. The fse ran 38 blood specimens and did not observe any leak on the tubes. The rinse block was tightened down. The probe rinse block may contain blood, controls or act 5diff diluent during normal operation and act 5diff rinse during shutdown. The cause of the leak is unknown; the fse could not reproduce the leak.

Manufacturer narrative:
(B)(4).